Event description:
Patient reported the aligners have caused their gum to recede significantly, exposing the root. This has made the tooth very sensitive. It is recommended to the patient that tooth #9 is a root canal-treated tooth with a large restoration. A crown is recommended for #9. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.